Manufacturer narrative:
This ipg serial number was included in multiple field advisories: 1627487-07262012-002-r and 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the charging system. The sjm representative confirmed the issue. The patient reports the last time the ipg was recharged was prior to (B)(6) 2017. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue. Therapy has resumed.